Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
Customer reported the infusion set leaked insulin at the cannula housing and this resulted in hyperglycemia in the 300 mg/dl range. He felt insulin leak on his shirt and skin after he delivered a bolus. His target blood glucose is 120-150 mg/dl, and he changed the infusion set and delivered a bolus to treat hyperglycemia. The infusion sets were discarded and will not be returned for evaluation.